Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap detached. The fiber melted and parted at the cap. The fiber shrink tube melted. The fiber jacket and shrink tube were burnt. The device failure is associated with a lack of cooling. The root cause of the device failure was determined to be heat accumulation. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported by a customer that there was a decline in fiber vaporization at 242,910 joules.